Manufacturer narrative:
The computer of the device (B)(4) was replaced after the event occured. Since replacement, no more complaints regarding communication error issues were reported to medtech for this device. Therefore, the root cause of the reported communication errors was determined to be due to a computer performances issue.

Event description:
It was reported that communication error and unexpected system shutdown occured intra-operatively.